Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited an apparent fracture. A device checkup confirmed the ipl fracture. The ipl was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.